Event description:
It was reported that the cast cutter, 8 foot cord was allegedly overheating during testing. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the cast cutter, 8 foot cord was allegedly overheating during testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
During the device evaluation, a lack of lubrication on the oil distributor was found. This had caused the top bearing to heat up, which was the cause of the reported overheating.